Event description:
The event involved a plum set that was reported to have white suspended matter (about 0.5 cm) found inside the burette during infusion. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is available for evaluation, however it has not yet been received. Initial reporter phone: the extension for the phone number provided is (B)(6).

Manufacturer narrative:
One used list #142730490, plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in; lot #5063827 was received for evaluation on 5/3/2022 and a white particulate was observed inside the burette. The particle was analyzed and found to be acrylonitrile butadiene styrene (abs) plastic with 89.47% match. The abs plastic is used to manufacture several components including upper lid and lower lid that is the same material of the particle found. This event could not be caused in final lines and subassembly areas because the upper lid, lower lid are molded parts, and they are manually assembled with the chamber and burette. For that reason, the origin of the particle is not caused during these assembly processes. The molding area evaluated this event and concluded that this event could be caused in the molding process, since this particle could adhere during the manufacturing of product which provoked that the product was assembled with the particle inside the burette, and it could not be detected because it is the same color of the upper lid and lower lid materials. This particle could have come off inside burette due to multiple handling of the components during the manufacturing process. In conclusion, the event related to particulate matter inside fluid path can be confirmed it was determined that this event was caused during the molding process, since during manufacturing process, the abs particle was adhered to the molded material. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - device received 5/3/22.